Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that integrated programmer touch panel has stopped responding even after restarting. In addition, the programmer power was turned off and was interrogated but still there was no changes. The programmer was returned for repair. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that integrated programmer touch panel has stopped responding even after restarting. In addition, the programmer power was turned off and was interrogated but still there was no changes. The programmer was returned for repair. No adverse patient effects were reported.